Manufacturer narrative:
Investigation summary: bd received 1 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and ftir analysis and the indicated failure mode for foreign matter( pet material) with the incident lot was observed. Additionally 90 retain samples were evaluated by visual examination and the customers indicated failure mode was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "foreign matter in the tube."